Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead revealed both the internal and the external insulation was abraded through to the conductor coil. Microscopic evaluation indicated that the insulation damage was caused by localized compressive stress on the insulation surface. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle-first rib region.

Manufacturer narrative:
The lead is being evaluated in our post market quality assurance laboratory. This product issue will be updated when evaluation is complete.

Event description:
Boston scientific received information that interrogation of this device revealed fault codes (fc) 1004 and 1007. A boston scientific technical services consultant explained the meaning of each fc and informed the caller that the system should be explanted. The device and lead were removed from service and replaced. No additional adverse patient effects were reported.